Event description:
On (B)(6) 2021, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio flex meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) after customer care (cc) reviewed the call. The patient alleged that the subject meter started displaying inaccurate high readings on (B)(6) 2021, at 2:05 pm. The patient obtained blood glucose readings of ¿338, 327 and 184 mg/dl¿ on the subject meter, within 20 minutes of each other. The patient usually manages his diabetes with pills (metformin ¿ dose unspecified) and insulin (humulin r ¿ 5 units) and he stated that because of the high readings, he decided to take additional insulin (humulin r ¿ 7 units instead of the usual 5 units). That same day, at 3:00 pm the patient indicated that his glucose ¿went down¿, and he started to develop the symptom of ¿shaking¿. The patient advised that he treated himself by eating a fig. No other blood glucose readings have been reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have a control solution available at the time of the call to perform a quality control test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.